Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coord. Reported that the pt haas gastrointestinal (gi) bleeding. The pt was readmitted and underwent an esophagogastroduodenoscopy (edp) procedure on (B)(6) 2014. The pt is currently on aspirin only with no reoccurrence of gi bleeding.